Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported that since implant they have had no stimulation and a return of symptoms. The stimulation therapy was not doing anything for their pain in the middle of their back since implant. The leads were placed higher due to a previous spinal cord injury and the healthcare professional (hcp) stated that it should help their middle back pain but the patient cannot feel stimulation there at all since being implanted. At the implant procedure the manufacture representative (rep) had trouble adjusting the stimulation and it took a long time before the patient event felt stimulation. At the time of the report the patient could feel stimulation in their legs but could only get benefit if they turned the stimulation way up to 8.5 volts, but then they have to charge more frequently. The patient had an appointment with their hcp on (B)(6) 2017 but the hcp did not suggest a programming adjustment. The patient noted still being on an oral pain medication. The patient was redirected to follow up with their hcp and patient services contacted the rep regarding the patient¿s issues. No further complications were reported/are anticipated. Additional information was received from the patient on (B)(6) 2017. The patient reported they are feeling stimulation in their stomach, sides, and their front legs, but is not feeling stimulation where they really need it which is in their low center back and back legs. The patient needed to have their stimulation readjusted and find the correct settings again. They stated that their current settings are really high, so they have to charge about 2 times a day. The patient was redirected to their healthcare provider. Patient services also sent an email to the manufacturing representative. No further complications were reported.